Manufacturer narrative:
It was reported that product arrived with rips/holes on outside pack package, cannot use. Supply placed on expired shelf to be disposed of. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Product arrived with rips/holes on outside pack package, cannot use.